Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling on stopper with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd vacutainer® barricor¿ tube had blood left on the stopper after collection. No serious injury, no medical intervention reported. No blood to mucous membrane exposure reported.